Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The patient's attorney reporting allegations of kidney cancer and kidney removed. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleged kidney cancer and kidney removed. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no visible evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer. The secondary findings were observed. There were 4 error code found, and the unit was corrected. The third-party service center concludes that there was no visible foam degradation. In box h: evaluation method code, evaluation results code, component code and conclusion code grid has been updated.